Manufacturer narrative:
No medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that a partial lead was returned. An insulation abrasion was noted at multiple locations which exposed the outer coil. The abrrasions are consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.